Event description:
Additional information received from a healthcare professional (hcp) reported the patient had a history of chronic low back pain and si joint dysfunction. The patient had been experiencing poor management with their implanted system. The patient presented for pump replacement due to depleted battery and catheter revision due to occlusion. During the procedure the pump pocket was opened and the old pump was removed, once removed the surgeon attempted to aspirate the access port but had no success. At this point it had been decided to revise the catheter. A 6 cm incisionhad been made midline over the l2-l3, l3-l4 interspace. They dissected down to the anchor, the catheter was then ligated and removed. There was no noted cerebrospinal fluid (csf) flow from the catheter tip. A 16 gauge needle was then advanced at l3-l4. Fluoroscopic imaging was used to confirm appropriate positioning of the needle. The stylet was then removed and csf flow was noted. The new catheter was then guided up to the t8 level. The anchor was deployed and tied down. It had been noted a connector in the thoracic region was left behind to not aggravate the site. The new catheter was then attached to the new pump and the pump was placed in the pocket. Aspiration of the access port was successful at this point and all wound sites were closed. The patients daily dose was reduced 50% from 2.2 mg/day to 1.1 mg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown dose and concentration), dilaudid (hydromorphone) (unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump. It was reported that the catheter was clogged. The patient stated this was "like 2 months ago" and they discovered the issue when the patient had a myelogram done on (B)(6) 2022. The doctor couldn't "access it". The patient stated their drug dosage was reduced in half and they recently had a new pump put in on (B)(6) 2022. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter sec tion d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2018-01-08, UDI#: (B)(4) product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter section d information ref erences the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6) , ubd: 2018-07-20, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the cause of the clogged catheter was not determined. The patient's pump was replaced due to normal eri indications. There was a full system replacement on (B)(6) 2022. The catheter(s) would not be returned. The patient's weight was asked, but unknown.